Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A lot history record review was completed for lots 3000479949, 3000479682, and 3000478899 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery jaws activated while still open, then heated to a point to which they started to smoke and catch fire. The incident occurred while first entered tunnel. Device was treated per IFU until this point. Once the incident occurred, the harvester removed it from the tunnel and disconnected the device and the fire stopped. The jaws were open at the time they began to heat without activation by the harvester. Opened new kit immediately to finish case. No patient harm. No added incisions or time.